Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Product investigation has not been completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that there were two blunt drill bits in a loan set. The malfunction was detected intraoperatively. There was no reported adverse consequence to the patient. This complaint involves two (2) parts. (B)(4). This report is for one (1) drill bit.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported two (2) 3.2mm three-fluted drill bits were noted to be dull during an unknown surgical procedure on (B)(6) 2017. Surgery was completed successfully with no reported delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: event description updated. Initial reporter information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part: 03.010.103, lot: 9949557, manufacturing site: (B)(4), release to warehouse date: 24. May 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The evaluation has shown that the drill bit is partially blunt as complained. There are nicks visible at the cutting edges. The manufacturing documents of this device were reviewed and no complaint related issues were found. The review has shown that the correct material was used (440a stainless steel), that the hardness was between 53.4 and 53.7 hrc, which is within the specification of 52 +3/0 hrc and that there was no deviation regarding the dimension of the drill bit. Based on these findings we exclude a manufacturing related issue. We assume that the damaged cutting edges were caused by a metallic contact, for example the edge of a nail locking hole, due to the appearance of the cutting edges we the visible nicks. In general we would like to point out following statements from the synthes cutting tools instruction for use: improper use of the cutting tool may lead to premature wear and destruction of the instrument. Reusable cutting tools may be reprocessed several times. However, cut¬ting tools are frequently exposed to high mechanical loads and shocks during use and should not be expected to last indefinitely. Cutting tools should be carefully inspected before use to ensure that they are fully functional. Scratches or dents can result in breakage. Dullness of cutting edges can result in poor functionality. Damaged cutting tools should be replaced to prevent potential patient injury such as loss of metal fragments into the surgical site. Inspect reusable cutting tools for blunt or damaged teeth using a magnifying glass (minimum enlargement 1:10) after each use and replace if necessary. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.